Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granuloma, was deemed to meet the serious injury criteria or results in permanent impairment of a body function or permanent damage to a body structure. The lot number was not reported. Device not returned to manufacturer.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient who was injected during a workshop, with radiesse, in the mandibular line for the refection of the face oval and the nasolabial folds (bilateral), on (B)(6) 2015. In (B)(6) 2016, 3 months after the radiesse injection, the patient presented small nodules in the injection sites and was seen by the physician in (B)(6) 2016. Corrective treatment included prescribing very strong massage of the concerned area. The outcome of the event was reported as not resolved. Follow-up information was received on 03-nov-2016: the event "hematoma expanded" was added, and the event "nodules of the nasolabial folds" was changed to "visible granulomas / nodules non inflammatory". The patient's date of birth was provided. The patient was (B)(6) at the time of the event. The indication term for radiesse was changed from "mandibular line" to "jugal very wrinkled". Patients medical history was reported as none. One month after the treatment with radiesse, the patient experienced the appearance of a hematoma, and the gradual emergence of visible non-inflammatory granuloma in the jugal area (bilaterally) and in the malar area. The granulomas were still present one year after the injection, despite corrective treatment which included weekly sessions of led (light emitting diode) and massage by a nurse. The granuloma was not histologically confirmed. In the opinion of the reporter, the events involved persistence/significant disability or incapacity. Consequently, the case was upgraded to serious. The outcome of the events remained not resolved. In the opinion of the reporter, the events were of severe intensity and definitely related to radiesse.

Event description:
Follow-up information was received on 08-dec-2016: the outcome of the event "hematoma expanded" was changed to not resolved. As per reporter, the patient's next visit was scheduled for (B)(6) 2016. The physician also reported there was no adequate response from the laboratory, allowing him to manage the side effect. The outcome of the events remained not resolved.

Manufacturer narrative:
This case is no longer deemed reportable to the FDA as follow-up information received on 19 january 2017 confirmed the event was unrelated to radiesse.

Event description:
Follow-up information was received on 19-jan-2017: it was reported that a biopsy was performed. Anatomopathological results showed that radiesse was not responsible for the events. An investigation was opened to find out what type of product was injected as it clearly was not radiesse. Due to this information, the reporter's causality was amended to not related.